Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure of the leadless implantable pulse generator (ipg), the device exhibit rising thresholds. The device was inactivated and another leadless pacemaker was implanted. No patient complications have been reported as a result of this event.